Manufacturer narrative:
The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Cosmetic damage was confirmed where pillowing keypad overlay was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a cosmetic damage and the pump was inflated around the buttons. No further details were given. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. Customer reported pump was dropped/bumped and/or pump has possible physical or cosmetic damage. No harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Downgrading the case as per updated t/s outcome to reflect the matrix: customer reported pump was dropped/bumped and/or pump has possible physical or cosmetic damage.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.